Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to speak to the insurance dept to report a hospitalization that she felt was due to a recalled product. Advised the customer that there was no insurance dept. The customer gave no further info, and hung up. Nothing further was reported.